Manufacturer narrative:
Additional information was received such as a4 - patient weight. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred where in the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer report number 1627487-2020-30947. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with impedance issues. Further investigation found that one of the leads is fracture. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.